Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the ¿screen display would disappear when touched sometimes¿ issue could not be confirmed with the returned system monitor (serial # (B)(6) ). The returned system monitor was tested together with laboratory equipment and was found to function as intended. The reported screen issue was not able to be reproduced during the evaluation. Preventative maintenance was performed. Performed full functional checkout, which passed all testing. The unit was returned to the rental pool. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. System monitor (serial # (B)(6) ) shipping information was unable to be located. It was noted the system monitor is a rental unit. Heartmate (hm) ii instructions for use (IFU), hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen display on the system monitor would disappear when touched sometimes. The system monitor was replaced.